Event description:
It was reported that after the isolation of the 4 pulmonary veins during the atrial fibrillation (afib) procedure, the physician performed the right ismuth line ablation with the same ez steer thermocool non nav 4mm in temperature control mode. The limit temperature was 47 degrees c. The power was 30 to 40 watts on right side. The power was 20 to 30 watts on left side. There was a hardware error 9 that occurred several times and the impedance was really high. The physician mentioned that turning off and on the ep - shuttle rf generator system - 100w, the impedance was really different whereas the catheter was positioned exactly at the same place. A steam pop occurred during the ablation and before the end of the procedure. The blood pressure of the patient dropped off. They figured out that a tamponade occurred. A pericardiocentesis was conducted. The physician stated that the ep - shuttle rf generator system - 100w didn't shut off appropriately at the maximum of 40 watts. Instead 50 watts was recorded by ep recording system.

Manufacturer narrative:
Manufacturer's ref. (B)(4). It was reported that after the isolation of the 4 pulmonary veins during the atrial fibrillation (afib) procedure, the physician performed the right ismuth line ablation with the same ez steer thermocool non nav 4mm in temperature control mode. The limit temperature was 47 °c. The power was 30 to 40 watts on right side. The power was 20 to 30 watts on left side. There was a hardware error 9 that occurred several times and the impedance was really high. The physician mentioned that turning off and on the ep - shuttle rf generator system - 100w, the impedance was really different whereas the catheter was positioned exactly at the same place. A steam pop occurred during the ablation and before the end of the procedure. The blood pressure of the patient dropped off. They figured out that a tamponade occurred. A pericardiocentesis was conducted. The physician stated that the ep - shuttle rf generator system - 100w didn't shut off appropriately at the maximum of 40 watts. Instead 50 watts was recorded by ep recording system. Per the event description, the unit was serviced and no errors were found. The nis board was upgraded as part of the service. Functional and safety test was performed as well as a preventative maintenance. The device history record for stockert generator serial number st-4492 shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. An internal corrective action has been opened to address nis board issues.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is in response to the FDA request dated february 5, 2013. Please confirm or provide the model, lot, serial, and/or catalog number (s) of the device listed in the medical device report as applicable. Response: the product information is model number 39d-76x, serial number (B)(4) and catalog number 39d76x. Please provide a more complete description of this event including relevant events prior to and subsequent to the event. Response: all the available information that was provided on the event was included in the initial MDR report 9612355-2012-00049 submitted on (B)(4) 2012. It was reported that after the isolation of the 4 pulmonary veins during the atrial fibrillation (afib) procedure, the physician performed the right ismuth line ablation with the same ez steer thermocool non nav 4mm in temperature control mode. The limit temperature was 47 °c. The power was 30 to 40 watts on right side. The power was 20 to 30 watts on left side. There was a hardware error 9 that occurred several times and the impedance was really high. The physician mentioned that turning off and on the ep - shuttle rf generator system - 100w, the impedance was really different whereas the catheter was positioned exactly at the same place. A steam pop occurred during the ablation and before the end of the procedure. The blood pressure of the patient dropped off. They figured out that a tamponade occurred. A pericardiocentesis was conducted. The physician stated that the ep - shuttle rf generator system - 100w didn't shut off appropriately at the maximum of 40 watts. Instead 50 watts was recorded by ep recording system. Please provide a summary of the results for any investigation, evaluation, and/or failure analysis, including root cause identification, relevant to the reported event. Please include: a complete description of methodology(ies) used, an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and any conclusions reached based on the investigation and analysis results. Response: the stockert was evaluated and functional test and preventative maintenance were performed to the unit. No issues were found with the unit. The generator was found functional and ready for use during the service. Further investigation showed that during the procedure, a st. Jude velocity system was in use. The use of the generator in conjunction with the st. Jude velocity system is not an approved system set-up. As stated, the stockert generator was found fully functional and there is no indication that the high impedance issue was generator related. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. In addition, nis board upgrade was performed to the stockert. Nis board was changed as part of the service to upgrade the board functionality. The nis board upgrade was not related to any malfunction. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Response: as previously stated, during the evaluation of the generator there was no malfunction observed. Further investigation showed that during the procedure, a st. Jude velocity system was in use. The use of the generator in conjunction with the st. Jude velocity system is not an approved system set-up. The stockert generator was found fully functional and there was no indication that the high impedance issue was generator related. Please provide all relevant information which your firm used to determine that the reported event is occurring with greater or lesser frequency and/or severity, than is stated in the labeling for the device, or expected (i.e. Where the device labeling is silent on event frequency and severity). In your response, please provide the expected and observed frequency and severity for the reported event with the device and, as applicable, the family of devices it belongs to. Response: we have received (B)(4) complaints related to perforation after a steam pop. The current average complaint rate is (B)(4). No trends have been observed for a period of two years. Cardiac tamponade is a known life-threatening complication associated with ablation procedures, especially in af ablation procedures. According to recently published literature, the incidence of cardiac tamponade in af procedures is around 1.3%.steam pop can often be heard during the cases of cardiac tamponade. However, steam pop is a physical phenomenon from rf ablation, it does not always lead to a patient injury. The severity of patient tamponade (from cardiac perforation) is severe from clinical aspect. Please provide the disposition of the device, including information on your device acquisition efforts. For reusable devices, indicate whether the device is still in use. Response: the generator was tested and found functional and ready for use. The system is back in the hospital. Please provide further explanation regarding how you determined the conclusion(s) codes(s) reported in your medical device report. Response: 3500a method: code 10 (actual device involved in incident was evaluated) was selected since the device involved in incident was evaluated. Please provide a complete list of all related medical device reporting (MDR) access numbers, as well as the reason for their inclusion in the trend. Response: a total of ((B)(4)) complaints for stockert related to steam pop/tamponade were reported from january 01, 2011 to march 12, 2013. The (B)(4) events were all reported under the therapeutic catheters used during cardiac perforation/effusion events. From the ((B)(4)) complaints, only ((B)(4)) were reported also under the stockert . Cardiac perforation/effusion events are usually reported under the therapeutic catheters since these devices are used to deliver the ablation energy to the patient. These devices are the ones being used inside the patient's body and could potentially contribute to cardiac perforation during catheter manipulation, such as mapping and/or ablation. For the 2 cardiac perforation/effusion events reported under the stockert, bwi decided to report these events under the stockert and the catheters since the customer suspected stockert malfunctions that could have potentially contributed to the event. What other complaints have been received related to possible issues with the nis board? What is being done to address these complaints, or issues with the nis board? Response: as stated previously, nis board was changed as part of the service to upgrade the board functionality. The nis board upgrade was not related to the malfunction. (B)(4).